Event description:
It was reported to boston scientific that a captivator snare was used for an unknown procedure performed on an unknown date. During the procedure the snare cut without coagulating. There were no patient complications as a result of this event. No additional information has been received despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block g4: premarket / 510(k) number k202478. Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy. Device evaluation. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "device failure to deliver energy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed. The instructions for use (IFU) contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician technique during the procedure or was related to a device malfunction, "cause not established" is selected as the most probable cause for this event. All compiled information on this investigation determines that the most probable cause is "cause not established".